Manufacturer narrative:
(B)(6). Device evaluated by MFR. : synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break at 23cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 21-mar-2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Following predilation with another manufacturers 1.5x12mm balloon a 2.50 x 38mm synergy ii drug eluting stent was advanced for treatment. However, the device could not cross the lesion due to the vessel tortuous nature and the shaft got kinked. The procedure was completed with another of the same device. No patient complications were reported due to this event. However, returned device analysis revealed shaft break.